Manufacturer narrative:
Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information received reported that there were no future plans to retrieve the catheter tip. The anatomical location of the apollo tip was in neuron 5f. There was vessel calcification at the ica origin. No kinks or damage was noted.

Event description:
Medtronic received information that a apollo catheter had difficult navigation and while pulling apollo from connector of neuronmax, doctor has noticed detachment tip of apollo separated from catheter. The access vessel was the right common carotid artery (cca) with a diameter of 5mm. Vessel tortuosity was severe. It was indicated that the devices were prepared according to the instructions for use (IFU). Operator has flush all the accessory devices as per IFU, taken apollo 1.5cm with chikai 8 micro wire, tracked till right cca, but after that tortuosity was very severe, operator could not negotiate further. She had tried 2-3 times but no use, hence she has decided to withdraw apollo with micro wire to take marathon. Doctor has noticed detachment tip of apollo separated from catheter, immediately she removed apollo chikai wire from the system, and finish the case with marathon. There any friction or dif ficulty during injection. No force was applied during removal. The catheter tip was not entrapped or stuck. There was no vasospasm. No surgical or medical intervention was required. This did not occur during onyx injection. No symptoms were reported.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.